Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a black wire protruding at the joint near the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: during the procedure, the surgical tech and the surgeon both noticed that a black wire was visibly protruding from the joint where the force bipolar articulates. The surgeon was using the force bipolar to grasp and cauterize tissue. It looked like the wire was no longer contained in the instrument shaft, but was protruding from the shaft and coming out of the tip at the joint. The cable was intact. The cable did not appear to be damaged. There were no signs of thermal damage at the site of the insulation damage. The procedure was completed with the same instrument. No fragment fell into the patient. The instrument was inspected prior to use. No damage was seen and nothing was out of the ordinary. The instrument did no collide with any other instrument or tool. There were no problems removing the instrument through the cannula. No photographic images or video recordings are available.